Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
There are multiple issues that may result in a change in operative strategy (e.g. Change from right thoracotomy to sternotomy or from port-access to sternotomy). In this case, there was a change in operative strategy from mini thoracotomy to sternotomy to explant the valve due to pvl. There was no reported malfunction of the device. As reported, there was significant annulus calcification, which was debrided both times. A new valve of the same model and size was implanted in replacement successfully. The root cause of this event cannot be conclusively determined with the available information. However, the event was most likely due to patient and/or procedural related factors. The subject device is not available for evaluation as it was discarded. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm, implanted in the aortic position, was explanted at implant due to significant paravalvular leak (pvl). As reported, firstly, the avr was attempted through a mini thoracotomy. As per the surgeon, the visibility was not the greatest so the debridement of the anulus was likely insufficient, leading to the leak. A sternotomy was then performed and the valve was explanted. Additional debridement of the annulus was performed and a new valve of the same model and size was implanted. As reported, there was significant annulus calcification, which was debrided with rongeurs both times. Standard edwards sizers were used parallel to the plane of the annulus. The valve was implanted using ethibond pledgeted 2-0 sutures. The spacing of the sutures was even and no annulus enlargement was performed. The patient had not been completely weaned off of cpb prior to re-clamping and redoing the avr. The replacement avr was successful without further issue. The patient did have an adverse outcome because of this, as it was needed a sternotomy in addition to the thoracotomy. Otherwise the patient did well and was discharged home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.